Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument was not deploying the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm or injury reported. The incident occurred while the surgeon was attempting to deploy a clip with the clip applier. The surgeon did not experience any issues with instrument motion, and it is unknown which clip application the incident occurred on. The issue was resolved by using a different instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.